Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis stopped working. The physician identified there was fluid loss in reservoir and pump but did not troubleshoot to see location of fluid loss. There was hole somewhere in the device. The entire device was replaced. No patient complications were reported.